Manufacturer narrative:
Method code - other: eval impossible as product still implanted in pt. Our understanding of this event that it was not directly associated with the excluder device. Bleeding is a known possible adverse event as stated in the instructions for use. No allegation of deficiency was made regarding the excluder device and as such no further investigation or communication is warranted.

Event description:
Blood loss exceeding one liter or the need for a transfusion occurred during this procedure. The sheaths (not of our MFR) that were used in this case leaked. Once the excluder bifurcated endoprosthesis was introduced, it provided hemostasis due to the size of the device and catheter. There was no allegation of product deficiency; therefore, no investigation is necessary.